Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not rebooted for an extended period. A field service engineer (fse) remotely accessed the station and observed the nurse performing a fingerprint login, which completed quickly, verified that the duplex settings were correctly configured, noted that the system had not been rebooted for an extended period. Fse then performed a reboot. Monitored multiple nurse login attempts over the course of an hour, all of which completed promptly. The system functioned as intended when the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, sch100eda delay when logging in. User tried to login but there was as delay in bioid appear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.